Event description:
It was reported that during the implant the physician had difficulties placing the right ventricular (rv) lead. Once positioned in the right ventricle the helix appeared longer than usual. The lead was removed and a different lead was implanted. The lead will be returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The full lead was returned and analysis found the helix was distorted. It was also noted that the guidewire was stuck in the lumen and the lead appeared to have been damaged during implant. (B)(4).